Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient was implanted with gore excluder aaa endoprosthesis. On (B)(6), 2011, this patient underwent a reintervention for treatment of a type I endoleak that lead to aneurysm growth of approximately 1mm. The endoleak was caused due to incomplete apposition in the proximal neck. The physician also stated the pxt had migrated distally approximately 3-4mm. The proximal landing zone was a short angulated neck (degrees unknown) and less than 15mm in length. The patient tolerated the procedure.